Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp IV fat emulsion administration set leaked from the connection just below the drip chamber. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: the leak was further described as ¿puddle of amino acides noted on counter¿ (omitted on initial). H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.